Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical site visit, fse (field service engineer) checked device, replaced x-y scanner as a preventive measure and performed full system verification as per sir (service installation record). System meets specifications. Review of the logfile for the day of treatment shows no error messages or warnings. No technical root cause could be identified, as system meets alcon specifications. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported a patient with a side cut tag from ten to one o'clock in the left eye following flap creation. The doctor was able to lift the flap and finish the patient's treatment.